Manufacturer narrative:
On (B)(6) 2019, mentor became aware that surgery has been postponed (no future date of explant set at this time) as the patient informed the physician that her pain has improved and she would like to hold off on surgery at this time. Hence, method code has been updated under field h6 accordingly. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the date of surgery is (B)(6) 2019. Hence, following have been updated: - required intervention has been selected under field b2. - field d7 explantation date has been updated to (B)(6) 2019. - method code has been updated under field h6 to "device not returned". Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with 475cc mentor memorygel breast implant and was presented with right side capsular contracture; baker grade IV postoperatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.